Event description:
It was reported that during an esophagectomy surgery, could not fire farther after fired a little. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 9/6/2024. D4: batch #873c43. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Photo images were also received. Visual analysis of the returned sample determined that the the ntlc75 (b) device was received with no apparent damage with a reload present. The reload had the proximal 35 drivers up, the swing tab in the locked position and with the left gripping surface damaged making the reload nonfunctional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 873c43, and no non-conformances were identified. The lot#893c72 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.